Event description:
Child receiving laser treatment to face for vitiligo. Machine had recently been calibrated and company advised 40% reduction in strength. Practitioner followed company recommendations. Child sustained redness and blistering of face.